Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reported the customer completed the battery run time test and the iabp passed. The iabp was cleared for clinical use.

Event description:
It was reported that the batteries in the intra-aortic balloon pump (iabp) did not pass the minimum run time test. The circumstances of the event are unknown, however, it was reported that there was no patient involved. No adverse event has been reported.